Event description:
The pt contacted lifescan alleging that their one touch ulter meter was reading inaccurately high. The pt reported that their had been obtaining results between 180 mg/dl and 236 mg/dl with the reported vial of test strips. Their usual results had been between 135 mg/dl and 155 mg/dl. They contacted their physician and made an appointment due to the elevated results. The physician increased their glyburide medication from two 5-mg. Tablets daily to 3 tablets daily, with out waiting for the results from the a1c test or the blood glucose test. No treatment was administered. The physician referred the pt to a cde. A result of 114 mg/dl was obtained on the cde's meter, while the reported meter read 170 mg/dl. The cde performed a control solution test, using their own vial of control solution, and the result fell outside the specified range. The cde provided the pt with a new vial of test strips and control solution. The meter, test strips, and control solution were replaced.